Event description:
It was reported that the tip of a swan ganz pacing catheter was missing after it was pulled out of the right femoral vein. There was no patient injury. Contact information was not provided so further information is not available.

Manufacturer narrative:
Additional premarket submission: k822723. Medwatch mw5173232 was received. It was reported that the device is not available for return. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.